Event description:
It was reported that the patient experienced a cardiac arrest and an external defibrillator was potentially used. It was also reported that the right ventricular (rv) lead exhibited undersensing, low r waves and loss of capture.  Occasional under sensed beats were also noted on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.